Event description:
Reporter indicated that she was unable to interrogate a patient's generator during a recent office visit. The patient has been implanted since 2003 and previous attempts to interrogate and program the patient's device were successful. The reporter indicated that she was able to interrogate and program other patient's devices on the same day without any issues. Good faith attempts to obtain additional information have been unsuccessful to date.